Event description:
The patient reportedly experienced intermittencies followed by loss of communication between the implant and external equipment. Revision surgery is being considered. Advanced bionics is in the process of gathering more information and will submit a supplemental report once new information was obtained.